Event description:
Event descriptio cpi received information that this implantable pulse generator (ipg) was exhibiting 'lack of pacing'. Twenty four hours later, the ipg was exhibiting loss of capture. An invasive procedure was performed to reposition the unipolar lead, model 4185, and good threshold values were obtained. No pacing was again observed when the physician reconnected the lead to the ipg. The physician elected to explant the ipg and the system functioned appropriately with a new device.